Manufacturer narrative:
The t:slim x2 pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent auto-off alarms occurred. The user¿s blood glucose (bg) level was approximately 300 mg/dl. The user addressed bg level by resuming insulin delivery. Tandem technical support educated the user on the auto-off safety feature.